Manufacturer narrative:
A ge svc. Rep performed an on site investigation. The malfunction was verified. The collimation cal files were reloaded and the collimation accuracy verified. The touchscreen calibration routine was run and verified. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that sys 9900's collimation was out of alignment and that the touch screen was out of calibration. There was no adverse pt involvement reported.